Event description:
It was reported that the user experienced elevated blood glucose after a dexcom g7 sensor was disconnected for several hours, followed by a reading of 205 mg/dl with a flat trend once signal was restored; education was provided to allow the ilet system to bring glucose down after readings resumed, consistent with troubleshooting for sensor signal loss. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no medical intervention beyond routine device use, and continuation of therapy. Investigation included review of device performance and user report, focusing on sensor signal interruption and subsequent resumption of closed-loop control. Investigation of this case revealed that the elevated glucose coincided with cgm signal loss and absence of sensor input, and that device function resumed as expected when signal returned, indicating no pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment or cgm communication interruption leading to temporary absence of sensor data, with expected recovery upon reconnection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.